Event description:
It was reported that the user inadvertently delivered 2.6 units of insulin by performing a fill tubing sequence while still connected to the pump via the infusion set and tubing, after which they treated with oral glucose. The issue relates to the infusion set and cartridge and involves user procedure during tubing fill, with the tube identified as the device component. Symptoms included hypoglycemia with a blood glucose of 52 mg/dl accompanied by anxiety and shaking/ tremors. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication and interviews, as well as analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper procedure during tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.